Event description:
Customer reported the x-ray button is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray on switch. System operates as intended.